Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event occurred at an unknown date in 2022. Initial reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2022, during evaluation at service and repair, the torque limiting handle in question failed calibration. There was no reported patient involvement. No further information is available. This report is for a xrl medium torque limiting handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: service and repair evaluation: it was reported that during routine incoming inspection of a loaner set, it was observed that a 03.807.357, xrl medium torque limiting handle had failed calibration. The repair technician reported that the device had failed torque test in clockwise direction. The minimum torque peak attained during evaluation was 0.54 nm which is out of the specified limit 0.55 nm- 1.0 nm for the part. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot : a manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required.